Manufacturer narrative:
(B)(4). The device was not received for evaluation. If the device is received at a later date, a follow up report will be filed if any new information becomes available.

Event description:
Initially, carefusion was notified by a sales representative via e-mail of a patient incident with a pca pump. The risk management requested a "key stroke" report. The risk manager stated: the patient was going to surgery on (B)(6) 2011. When the patient left one area, patient was alert and oriented; however, when they arrived at the next area, the patient was oversedated. It was mentioned they do not feel the pump had anything to do with this event; it was simply infusing the drug. The drug infused was morphine; the rate and concentration of drug could not be obtained. The patient responded to "efforts" without any lasting effects. Surgery was performed as scheduled. No record of medical intervention was reported, the patient was discharged to home. The pump is not available for investigation.